Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a lumpectomy on the bottom of her left breast, the result of which was irritated by the lifevest, causing oozing. The patient's physician was reportedly aware of the irritation but did not provide any medical treatment. Follow-up attempts were unsuccessful. The medical outcome of the irritation is unknown.